Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 14 devices were evaluated in the field and the issue was confirmed; 11 devices had a broken/damaged component, 1 device had a dusty/dirty component, 1 device had a bent/deformed component, and 2 devices had a rusty component. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 14 malfunction events, where it was reported there was unintended system motion. There was no patient involvement.